Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette where the pumps go after ending their pd treatment. The patient stated that fluid did not come in contact with the cycler. The patient reported receiving filling slowly messages during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred during an unknown phase of their peritoneal dialysis treatment. The patient stated that they received multiple filling slowly messages during fill 1 and 5 and cancelled the treatment. Upon breaking down the machine they saw the cassette was leaking by where the pumps go. The patient confirmed that no fluid got in or near the cycler and that the fluid had only gotten on their floor. The patient is not sure what the cause of the fluid leak was, and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were unable to complete peritoneal dialysis treatment on the night of the reported event. The patient could not confirm the category or lot number of the cassette. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.